Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event and was treated with unspecified anti-inflammatory drug (dose, route, duration and frequency were not reported). At the time of this report, the patient was still hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.